Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. Upon disassembly the driveshaft, driveshaft bearings, and the rotor had corrosion build up on them. The corrosion in the bearings caused friction during rotation resulting in the observed heat. The handpiece was repaired and the device was returned to the customer.

Event description:
It was reported that the handpiece overheated during a wisdom tooth extraction. Another set was used to complete the procedure. There was no medical intervention required and no adverse consequences to user or pt.